Manufacturer narrative:
The service engineer (se) inspected the device and found error codes. The se replaced the graphical user interface (gui) central processing unit (cpu). The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a "constant alarm and shut down." The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information pertaining to patient outcome has not been provided.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) was returned for failure investigation. The gui pcb showed no visual anomalies or thermal damage. The part was installed into the failure investigation test ventilator and was powered up in service mode. There were no alarms detected. The ventilator was placed in normal ventilation mode for 24 hours without any errors or alarms. The reported event was not duplicated. The analysis determined no fault found as the gui pcb performed normally when powered up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI # added. If information is provided in the future, a supplemental report will be issued.